Event description:
It was reported via user facility medwatch (B) (4) that the brakes failed to perform properly on a 2030 epic critical care bed. No adverse consequences were reported.

Manufacturer narrative:
A request has been made by the manufacturer to have the base brought to the manufacturing facility for evaluation. The base has yet to be received by the manufacturer and therefore, no evaluation has been completed. If the base is received from the user facility by the manufacturer and additional information is able to be obtained, a follow up report will be filed.